Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).

Event description:
When the implantable neurostimulator (ins) was off the battery still depleted. Two months ago when the patient turned her stimulation off, she could still feel her stimulation for 30 minutes. Compatibility guidelines were reviewed. It was reported four years later that the patient programmer (pp) was not able to adjust stimulation. The patient has had the stimulation off for about six months however, she has been recharging it once a month just to make sure it stays at least half full. For the last eight months it seems like the implantable neurostimulator (ins) has been depleting more quickly. About 8-12 months ago the patient noticed that it takes longer for the stimulation to turn off (about five minutes) after she turns it off, she did not believe that it was residual stimulation. As a result the patient does not use stimulation for more than four hours at a time otherwise it causes her anxiety; she was afraid that eventually it would not turn off. The stimulation has been off for the last six months because of this reason. The patient has not had it reprogrammed at her health care provider (hcp) since six months after implant in which she met with the company representative who adjusted the system. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up will be sent.